Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
An opened phaco tip was returned for evaluation. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. The phaco tip was visually inspected, and deemed nonconforming. Bevel edge was damaged/bent. Wear on threads, flange and nut. The complaint evaluation confirms, the phaco tip bevel edge was damaged/bent. Which can be perceived as a burr on the tip. How and when the phaco tip bevel became damaged/bent cannot be determined, from this evaluation. The most likely, cause of a damaged/bent bevel is from improper handling of the product. No specific action with regard to this complaint was taken, because the root cause for the complaint issue cannot be determined, from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification, during the manufacturing process. Any nonconformance, such as the damaged/bent phaco tip bevel exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed, and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported observing a burr on the phaco tip during quadrant removal. The product was replaced and the procedure was completed. There was no patient harm.